Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit during normal device use. Despite the battery not having been out of the insulin pump. The customer's blood glucose was 249 mg/dl. The customer was assisted with clearing the alarm and stated that the batteries had not been out of the insulin pump for greater than the duration allowed by the device. He stated that the battery out limit alarms occurred multiple times. He also reported having lost some data in regard to the insulin pump's alarm history. He did not observe any issue with the battery cap after cleaning and inspecting the area. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, weak battery or battery out limit alarm was noted. The insulin pump had a cracked case at the display window corners, minor scratches on the display window and a broken reservoir tube lip.